Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of an unruptured saccular left c6 aneurysm with a max diameter of 5.5 mm and a 4.6 mm neck diameter. The distal landing zone artery size was 4.5 mm. The proximal landing zone artery size was 4.7 mm. It was noted that the vessel tortuosity was minimal. It was reported that during treatment of an intracranial aneurysm, the stent was deployed in the distal vessel but remained unable to open. Multiple attempts were made without success. The procedure was completed after replacing it with a new stent. There was distal failure to open. The pipeline device was not used for an off-label indication. The pipeline and all accessory devices were prepared according to the instructions for use (IFU). The pipeline was not positioned in a bend. The pipeline was removed from the patient. No patient symptoms were reported. The angiographic result post procedure showed that the device was replaced with a new flow-diverting stent, and contrast agent retention was observed within the aneurysm.

Event description:
Additional information was received reporting that the products/components which are part of the system related to this complaint that were not included in the report are not medtronic products. No causes or contributing factors of the failure to open were identified.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.